Manufacturer narrative:
The device was not returned to zoll med corp for eval. Instead, the suspect bridge module was returned. Our eval of the module verified the reported malfunction and attributed the failure to a faulty insulated gate bi-polar transistor.

Event description:
Complainant alleged that during a biomed testing, the device displayed a "bridge test failed" message. Complainant indicated that there was no pt involvement in the reported malfunction.